Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: extension. Product ID: b3301542, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Product ID: b3301542m, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Product ID: b32000, lot# 082m35824, implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: accessory, product ID: b32000, lot# 082m14324, implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: accessory. Product ID: b3400060, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative indicating that the explanted is scheduled for february 2nd.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device (b35200, s/n: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned device (b3400060, s/n: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt it was observed that the body of the extension was cut through/segmented. The returned device (b3400060m, s/n: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt it was observed that the body of the extension was cut through/segmented. The returned device (b3301542, s/n: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt it was observed that the body of the lead was crushed. The returned device (b3301542m, s/n: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found the outer insulation to be broken. The returned device (b32000, lot no: 082m14324) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found burr hole device was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.

Event description:
It was reported that patient is experiencing excruciating pain all over head whether device is on or off. Physician has ordered scans of head and scans show nothing. Rep reported they tried turning device off with no resolve. Rep reported that surgical intervention is planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that healthcare provider turned off device to see if that resolved pain but it did not. Healthcare provider ordered MRI and CT which nothing was seen.